Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasion was noted at 10.2 to 12.9cm, and 13.2 to 13.4cm from the distal tip. External insulation abrasion was noted at 8.3 to 9.3cm, and 30.9 to 31.5cm from the distal tip. Internal insulation was noted underneath the svc shock coil at 26.5cm from the distal tip. The etfe insulation was intact at all abrasion locations.